Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Though it could not duplicate the reported phenomenon, it was found that the rubber cover of the instrumental channel port of the subject device was about to come off. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found there was gap in the instrumental channel port of the subject device when the forceps/irrigation plug was attached/detached from its instrumental channel port at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The root cause of the reported phenomenon could not be identified. [Consideration] it was confirmed the followings as investigation; -it was confirmed that the rubber cover of the instrumental channel port of the subject device was about to come off from the inspection report. -it was confirmed that the reported phenomenon was caused by the poor adhesion of instrumental channel port of the subject device from the inspection report. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. From the above, it was possible that the rubber cover of the instrumental channel port of the subject device was about to come off due to the poor adhesion of instrumental channel port, but it was not possible to determine the cause of the poor adhesion. If additional information becomes available, this report will be supplemented.